Event description:
It was reported by the customer "unable to insert introducer/dilator. Noticed "burr" on introducer." Add info rcvd (B)(6) 2023: it was reported by the customer "on (B)(6), 2023 I was placing a PICC line for pt for long term antibiotic therapy to treat an infection. Once I put the introducer on the wire and attempted to slide in the skin, I could not pass. I nicked the skin and proceeded to enter the skin again and noticed only the very tip would enter. I removed the introducer from the wire to examine it, I noticed a small burr towards the top of the introducer. This small burr is what prevented the introducer from sliding into the skin."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿burr¿ on the introducer is confirmed and was determined to be due to an unknown cause. One 4.5 fr microez microintroducer was returned for evaluation. An initial visual observation showed a bend in the shaft of the microintroducer, and blood use residues were evident throughout the device. Deformation of the distal end of the gray sheath was visible upon an initial visual observation. A microscopic observation revealed the distal end of the gray sheath had a horn of material protruding from tip. The distal end of the gray sheath was deformed around the entirety of the tip. Because the damage to the device was substantial, it is difficult to determine a root cause of failure. The complaint of a ¿burr¿ on the introducer is confirmed; however, due to the damage of the device a root cause could not be established. Possible causes may be due to the manufacturing process of the gray sheath, insertion procedure of the device, or other unknown circumstances. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer "unable to insert introducer/dilator. Noticed "burr" on introducer." Additional info. Received 01/20/2023: it was reported by the customer "on (B)(6) 2023 I was placing a PICC line for pt for long term antibiotic therapy to treat an infection. Once I put the introducer on the wire and attempted to slide in the skin, I could not pass. I nicked the skin and proceeded to enter the skin again and noticed only the very tip would enter. I removed the introducer from the wire to examine it, I noticed a small burr towards the top of the introducer. This small burr is what prevented the introducer from sliding into the skin."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regq1683 showed no other similar product complaint(s) from this lot number.